Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse spoke with the customer and advised her to run a test cup read under maintenance. The analyzer was able to read all of the cups. A 13-month complaint history review and service history review for serial (B)(4) from 26-august-2016 through (B)(6) 2017 for similar complaints was performed. There were was one similar complaint identified during the searched period. The aia-900 operator's manual under section 12 flags and errors is as follows: instrument flag: ls, calculation flag: blank, decision flag: blank, priority flag: ls, rate value: blank, conc. Value: blank, astm flag: a, to host: 0/blank. Ls measurement cannot take place due to insufficient specimen diluting solution. Print and display (rate value) : becomes blank. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) : conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a (note: rs232c output (flag) generates the "a" flag) the most probable cause for ls flags was unknown.

Event description:
On (B)(6) 2017, a customer reported receiving random ls flags on the aia-900 instrument. Customer noted that the error was related to a cup reader issue. The calibration will fail due to multiple ls flags being set at different locations within her calibration rack. Customer is unable to run quality control samples on bhcg reproductive hormone. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg reproductive hormone. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.